Manufacturer narrative:
Xtrallux requested the patient to return the device, but the device has not yet been received. However, images provided by the reporter show evidence of heat damage. The patient did not report any harm associated with the event. The IFU, which was reviewed by the FDA through the 510k submission process, states the operation conditions of the device including the temperature range and advises users to keep the device in normal operating conditions for at least 6 hours prior to charging until device is cool to the touch after any extreme conditions during storage or transport. It is unclear if the user had the device in extreme conditions prior to use that may have contributed to heat. The IFU also provides setup, power pack charging, and operational instructions. Because component usage could not be confirmed, it is unknown whether xtrallux-supplied charging cables and power packs were used. Use of non-approved charging components may result in improper charging performance, including the potential for heat generation. The IFU advises users that, "care should be taken when touching the power pack during charging as the temperature can reach 45.8°c." It is unknown due to lack of information and non-returned device if there were nonapproved charging components used, if there was user-inflicted damage to the cable connectors, or if it was a manufacturer defect. The risk is captured in the device's risk assessment and determined to be acceptable.

Event description:
On 04/03//2026, xtrallux received communication that alleged the connection port to the cap of the device got very hot while a patient was using the device, and that it looked like it was beginning to burn.